Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary: bd received 5 samples and 1 photo for investigation. The returned samples and photos were reviewed and the indicated failure mode for additive abnormality was observed. Evaluation of the returned samples and photo indicated a yellowish edta clumps in the tubes. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes the additive was discolored. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2. Additional medical device type: gim. G5. Multiple 510k: bk230980, k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes the additive was discolored. No adverse impact was reported regarding the patient or user.